Event description:
It was reported that the pump pocket site was leaking fluid, and part of the pump became exposed due to skin breakdown. The pump and catheter were explanted due to infection at the pump pocket. The device system was used to deliver lioresal. The patient had still been in the process of increasing lioresal drug escalations with the pump. The patient was discharged from the hospital 3 days after explant on 80mg/day baclofen. The patient had been doing okay on oral baclofen without signs and symptoms of withdrawal. It was reported that at a follow up visit with the neurosurgeon on (B)(6) 2012, the abdominal and lumbar wound areas were clean, dry and intact. An appointment was scheduled with infectious disease for follow up on the infection. It was planned to replace the pump and catheter in approximately 3 months.

Event description:
Additional information received reported further event detail. The reporter stated that there was incisional wound opening, and the patient received perioperative and oral antibiotics. The onset of infection was reported to be (B)(6) 2012. The infected pump pocket was cultured, but results were not reported. There was a total system explant as reported. Risk factors prior to implant were noted to be decubitus ulcers, debilitated status, urinary tract infections and a history of recurrent infections. The patient outcome was reported as "infection resolved". The hcp noted that a discussion was had with the patient regarding the high risk of infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type catheter; product ID 8596sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).